Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on october 21, 2019 with blood glucose of over 500 mg/dl. The customer also stated that they had symptoms like nausea, dry mouth and feeling really yucky. The customer was treated with injections. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident.